Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. Review the remote transmission revealed that the right atrial (ra) lead exhibited oversensing due to noise. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis of the lead found external insulation abrasion at 35.0 cm ¿ 35.4 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. The exposed outer coil is consistent with the observation from the field of noise.